Event description:
Meter name: one touch ii. Strip name: lifescan one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: dizzy, not feeling good. A pt reported the pt was not able to test on the meter. Their meter allegedly had no power. There were no results on the meter. No comparison. Customer took insulin because the pt thought the pt was high and medicated self not knowing what the pt's exact readings are. No further info has been reported.